Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant states door open when the door is closed. The top side of the image acquisition system (ias) door switch does not complete contact when door is closed. The representative adjusted the switch plate and the system passed checkout successfully and functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during servicing, it was noted that the door was closed, but stated that it was still open on the pendant. The manufacturing representative adjusted the door switch on the imaging system and resolved the issue. There was no patient present when this issue was identified.